Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) for bile duct stone with stent placement, medical doctor (md) was unable to put the wire through stent (10f x 5cm). A new stent was obtained, and procedure completed without further incident. No harm to patient.